Event description:
A peritoneal dialysis (pd) patient reported during fill 4, the cycler alarmed with an "air detected in cassette" message. The patient tried to clear the message without success. The patient observed air bubbles in the patient line. The patient discontinued treatment and when he opened the cassette door, there was solution inside and dripping down. The patient was advised to contact his pd nurse. During follow up, the patient's pd nurse reported the patient's effluent is clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.